Manufacturer narrative:
The report of ¿shocking sensation¿ at the ipg site was not able to be confirmed. Analysis of the returned ipg found it communicated with all lab utilities and passed all functional testing (no anomalous outputs were observed). Discomfort or pain at the ipg site is commonly associated with patient anatomy and/or the location of the ipg pocket site. The report stated that the physician examined the pocket and replaced the ipg, but it did not state if the pocket site was moved or modified during the revision procedure.

Manufacturer narrative:
Event date is estimated.

Event description:
Related manufacturer report number: 1627487-2022-07133. It was reported that the patient is experiencing shocking sensations at the ipg site and has a possible lead fracture. Surgical intervention is pending to address these issues.